Event description:
It was reported that the cassette was not locking. There was no patient involvement reported.

Manufacturer narrative:
B3: event date unknown. H3: one device was received for analysis in used condition. The device was visually and functionally tested and the customer reported complaint was able to be replicated. The cause of the issue was the latch lock sensor. The latch lock sensor was replaced to resolve this issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.